Event description:
The customer reported, the unit would intermittently power on.

Manufacturer narrative:
The customer reported, the unit would intermittently power on. A philips representative evaluated the unit. Replacing the optical switch resolved the reported issue.